Event description:
Based on the information provided, during an l4-s1 laminectomy, the 12mm cage was protruding from the disc space. The protruding pieces were removed and the rest of the cage remains implanted. There were no contributing factors.

Manufacturer narrative:
The user facility medwatch ref number uf/importer report number (B)(4). The device listed in this report is a part of the event from MFR report 3008524126-2013-00022.